Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon attempt interrogation, the pulse generator lost connection to the programmer and exhibited no telemetry. The device was able to be interrogated prior. No further information was available.